Event description:
It was reported that this right atrial (ra) lead was reported to have dislodged, the patient was feeling muscle stimulation on the left chest wall. No additional information is available at the moment. Device remains in service. No additional adverse patient effects were reported.